Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm unspecified balloon. After predilating the lesion the stenosis was reduced to 60%. A 28x3.5mm taxus liberte stent delivery system (sds) was advanced but it would not cross the lesion. The device was removed and upon examination outside the patient it was noted that the stent was damaged. The physician further dilated the lesion and completed with procedure with another of the same sds. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm unspecified balloon. After predilating the lesion the stenosis was reduced to 60%. A 28x3.5mm taxus liberte stent delivery system (sds) was advanced but it would not cross the lesion. The device was removed and upon examination outside the patient it was noted that the stent was damaged. The physician further dilated the lesion and completed with procedure with another of the same sds. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system (sds) found no issues with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device examined and no damage was found that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Blood was present at the distal end of the stent; however, all the struts remained intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).